Event description:
The following has been reported: biomed reported: "pump making abnormal noises during power on sequence then immediately goes into a service needed alarm state. Patient harm: no". A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (air compressor). The device was attached to a bracket and powered on, a red pump alarm was observed. Log files were reviewed and air compressor failures were found. The device was opened to inspect for internal damage and perform testing on the pneumatic system. The rear cover o-ring was found unseated and will need to be replaced. A crack was identified on the retaining plate. The pneumatic system was tested and failed during recharge testing, indicating an air compressor failure. The installed air compressor swapped with a new compressor to confirm the air compressor failure. The new air compressor was able to pass testing. The air compressor was removed.